Event description:
It was reported that the user experienced hyperglycemia after a morning infusion set change while using the ilet with a steel cannula set and concurrent tresiba per a new clinical protocol; blood glucose rose from 118 mg/dl to 400¿435 mg/dl, and troubleshooting identified that the steel cannula¿s needle guard had not been removed on the initial site. Symptoms included hyperglycemia without reported hospitalization or injury. Outcomes included a site change only, with continued monitoring advised and no follow-up requested. Investigation included guided troubleshooting: disconnecting from the body, performing a fill-tubing-only, inspecting the cartridge and tubing for leaks or bubbles, confirming drops at the outlet, syncing device data, and verifying capillary glucose. Investigation of this case revealed a probable infusion site delivery failure due to the retained needle guard on the steel cannula, with device function otherwise verified during checks. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set insertion leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.